Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used contaminated sample without packaging was returned for evaluation. The returned sample was decontaminated. It had an extension attached to the spike, and the air vent was loose inside the bag. The extension on the spike was removed, and the air vent was reattached to the drip chamber. Leak testing was performed, and no leakage was detected. The reported defect was not confirmed. Based on the results of the sample evaluation, the product met internal specifications. It should be noted that this is a snap-in joint and can be removed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description: leaking drip chamber valve. Detailed inquiry description: chemotherapy infusion yesterday with a slow vent valve leak that was able to be stopped by closing the vent and luckily the entire vent plug did not come out of this one. No injury reported.